Event description:
It was reported that hour glass no readings sensor error occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced hyperglycemia and was feeling ¿terrible¿. He went to the urgent care, at the clinic they took a blood glucose reading which was 1300 mg/dl and he was referred to a hospital. At the hospital he was treated with IV medication to decrease the bg. The nurses recommended the patient to fix his insulin pump. The patient was discharged after 3 days. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.